Manufacturer narrative:
The device, used in treatment, was returned for evaluation. The visual inspection of the returned device confirms that the jaw of the tip of the forcep is broken off. The broken piece was not returned with the device. The device was manufactured in 2019. The device shows significant signs of wear/usage. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that after the procedure, the tips of reducing forceps brd were broke off. The procedure was completed without delay. The surgery was completed with the same device. No patient injury or other complications were reported.